Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at 142.7 mcg/day) via implantable pump for hereditary spasticity. It was reported that the patient's pump flipped and as a result the pump couldn't be filled in (B)(6) (date unknown) so a pocket revision was performed. There were no external factors and no troubleshooting was performed. The issue was resolved and the patient was without injury at the time of the report. Additional information was received from the rep on (B)(6) 2021 who reported that they could not access the septum to refill in (B)(6). The patient did not have an empty reservoir. The revision took place on (B)(6) 2021.